Event description:
This event occurred on one patient. In 2006, the patient underwent endoscopic sinus surgery using surgical tools and balloon sinuplasty devices to treat chronic sinusitis of the left and right frontal sinuses, the right maxillary sinus, bilateral ethmoid sinuses and resection of an infected right concha bullosa. The operator first performed a septoplasty procedure and then proceeded to use a 5mm acclarent relieva balloon catheter device on both frontal sinuses. Difficulty was encountered accessing the left frontal sinus. Using a grasping cutter tool in the high anterior medial position, the operator performed an ethmoidectomy and removed visible tissue/ bone hanging down via endoscope. Following the tissue removal, the operator was successful at passing the guidewire into the left frontal sinus. Upon inserting the balloon into the frontal recess and sinus, the balloon would only advance approximately 1/3 of the way. It continued to buckle, appearing to fold over on itself. The operator attempted to inflate the balloon, allowing the tract to open distal to the balloon. The operator inflated once, and this allowed the balloon to be advanced into proper position for additional inflations. He performed 2 additional inflations. A 4th final inflation was performed, noticeably without full expansion of the balloon under fluoroscopic visualization, indicating that a bony protrusion observed fluoroscopically was not resolved by the balloon. Upon removal of the device for the left side of the nose, the operator noticed csf was leaking from the right side of the nose. Endoscopic examination on the left side revealed a slow leak of clear fluid, presumably csf, from the high anterior medial position where the last 2 bites of tissue/bone had been excised with the cutter tool. Examination using image guidance system revealed the csf leak to originate directly inferior and anterior to the sella turcica on the sagittal plane and manipulation at that site also revealed the bone in that area to be soft. The operator then elected to rotate the left middle turbinate as a flap to cover this area. He used fibrin and gel foam along with nasal packing to secure the middle turbinate into position. The patient received and intra operative dose of gram negative and gram positive antibiotics and was discharged home on 07/21 in stable condition.

Manufacturer narrative:
The device was not returned to acclarent for inspection and there was no indication from the account of the event that a device malfunction had occurred. Reports from the acclarent representative present at the case indicated that, the csf leak occurred posterior to the left frontal sinus in the anterior medial nasal passage closer to the sphenoid sinus and not proximal to the frontal recess, where the subject device was deployed. Additionally, the balloon catheter did not appear to have any effect on the bony area of the frontal recess suggesting damage to the surrounding tissue was unlikely. This case involved both conventional endoscopic sinus surgical tools in addition to sinus balloon catheters. A review conducted by an independent ent surgeon noted it is unlikely that the balloon sinuplasty device contributed to the event.